Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the account. There was unanticipated tissue loss because the probe had to be cut out of the staple line in order to release it. The patient has since recovered well and is seeing good results from his sleeve procedure.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy, when firing the stapler, one of the surgeons in the room unknowingly fired across the oral temperature probe. They found out at the conclusion of the case and had to go back in and cut the probe out of the staple line and suture the gastronomy closed. The last known patient status is that he is good.